Event description:
Hologic field service engineer (fse) reported on behalf of customer who was questioning several sars-cov-2 tma runs done on the panther instrument sn (B)(4) due to low rlus on the positive controls. Customer noted two runs where the positive control rlus were 768 and 592, respectively. The positive control rlus remained in the 700s after customer changed the positive control lot. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic field service engineer (fse) advised customer to prepare a new kit. Fse determined that the issue was due to reagent preparation, and customer confirmed that the new kit controls passed. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.